Event description:
Per complaint (B)(4), after clinical procedure, there was an implant fracture after or at the prosthetic restoration.

Manufacturer narrative:
Patient weight is unknown. Lot information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.